Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device failed to communicate. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device failed to communicate. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) dialed into the station backend and observed that the station time was a few minutes off. The last recorded event viewer ¿system¿ entry for event ID 27 occurred on 12/3/25 at 11:41:16 am. The relevant knowledge article has already been completed, and a review of the data synchronization logs shows no retry mode errors. Since time discrepancies from the server can sometimes cause communication issues, the tss checked the server, and the station was showing as communicating with the server. The system functioned as intended after the technical support specialist investigated the device.